Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with broken battery tube threads and cracked case along the side of the battery tube.

Event description:
Customer reported via phone call that insulin pump had crack from the top of the battery compartment to the back where the belt clip was connected. Customer had blood glucose of 238 mg/dl and 231 mg/dl. Customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.